Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they did not know the cause of the ins taking longer to recharge. It was reported that the technician reset the software to address the issue. They then stated that ¿immediately after my implant replacement, my implant would recharge in about 15 minutes or less and now it takes 45 mins-1 hr. This is the second time this has happened in the last several months. They were testing it now and it appears the patient must continue to charge 2 times a day and not let the implant get less than 70-80%. At this percentage, the recharger appears to be able to recharge their implant. Any lower than that and it would take several hours to recharge (sometimes, they couldn¿t get it back up to 100%).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the time it takes to charge their implant had become excessive to the point that they couldn't get the implant to charge back to 100%. Patient said the day before yesterday, they went to bed and when they got up in the morning, the implant was dead. Patient charged the implant when they came back to get it, but within about an hour and a half they could only get up to 90%. Agent asked patient if they normally charged with their therapy on or if they always turned it off, and patient said one time they turned the therapy off if they were comfortable enough to do so. Patient also said that almost all of the time when they were charging, the connection would not always stay on good or excellent. Patient mentioned that they could lay down watching tv or in bed and pin the recharger up against the pillow and it would charge, but it wouldn't always stay good. Agent asked, patient said they had not changed the therapy and up until the last 3-4 weeks, they were able to charge in 30 minutes and go from 70% to 100% in a half hour at night. Patient then said that they had the therapy set 15 minutes off on purpose to save the battery because they needed that high for the pain, but something had changed with their disability or their ability to have that kind of speed so they had it for 3-5 months and it did great, but now it had slowed down for some reason. Agent walked patient through resetting the handset and recharging device. Patient began charging again at 80% excellent then good connection. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed best charge practices with patient and redirected patient to their healthcare provider if issue persisted.